Event description:
Info received indicates the bed is in the flat position and cannot be positioned into trendelenburg.

Manufacturer narrative:
The technician isolated the issue to the trend gas springs. He replaced both trend gas springs to repair the bed.